Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included chronic cervicitis, adenomyosis, uterine bleeding and vaginal bleeding. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: diagnosis: uterus, cervix, bilateral fallopian tubes. Hysterectomy: mild chronic active cervicitis. Benign weakly proliferative endometrium. Adenomyosis. Histologically bland fallopian tube segments. Clinical history: abnormal uterine bleeding; retained essure x2; other specified abnormal uterine and vaginal bleeding. Gross description: within the mid to proximal tube is a metallic malleable coiled wire consistent with an essure coil, 3.0 x 0.2 cm. The left tube is inked black. Also received in the container is a metallic malleable coiled wire consistent with an essure coil, 2.5 x 0.2 cm.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included chronic cervicitis, adenomyosis, uterine bleeding and vaginal bleeding. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: diagnosis: uterus, cervix, bilateral fallopian tubes. Hysterectomy: mild chronic active cervicitis. Benign weakly proliferative endometrium. Adenomyosis. Histologically bland fallopian tube segments. Clinical history: abnormal uterine bleeding; retained essure x2; other specified abnormal uterine and vaginal bleeding. Gross description: within the mid to proximal tube is a metallic malleable coiled wire consistent with an essure coil, 3.0 x 0.2 cm. The left tube is inked black. Also received in the container is a metallic malleable coiled wire consistent with an essure coil, 2.5 x 0.2 cm.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.